Event description:
It was reported that the patient started having driveline power fault alarms on 27may2024. The patient performed a self-test which did not resolve the alarm. The alarm was cleared in clinic and had not come back at the time of reporting. Log files were submitted for review and captured driveline power faults throughout. The modular cable and system controller were exchanged proactively.

Manufacturer narrative:
Section a4- patient weight was requested, information not yet provided. Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause cannot be conclusively determined through this investigation. The patient incurred a driveline power fault alarm on (B)(6) 2024. The patient reportedly lives over 3 hours away from the clinic, so they were instructed to complete a self-test, which did not resolve the alarm. The controller event log file contained events spanning from (B)(6) 2024 to (B)(6) 2024. A driveline power fault alarm was active throughout the entire log file; however, the onset of the alarm was not captured. No other notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no further alarms, and the patient was noted to be stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.